Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatic stricture dilation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the balloon was inflated to 8 atm; however, when deflation was requested, the device was pulled back instead of deflating. Reportedly, the balloon burst and left contrast dye in the pancreatic duct. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.